Manufacturer narrative:
(B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, attempted to use a powerflexpro 9mm2cm 80 while prepping the balloon it popped. There was no patient injury and the product will be returned for analysis. Additional information has been requested.

Manufacturer narrative:
As reported, the physician attempted to use a 9x20mm 80cm powerflex pro percutaneous transluminal angioplasty (pta) catheter; however, while prepping the balloon, it popped. There was no patient injury. Multiple attempts were made without success to obtain the device and additional information. The device was not returned for analysis. A device history record (DHR) could not be conducted as a lot number was not provided. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, procedural/handling factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As reported, attempted to use a powerflexpro 9mm2cm 80 while prepping the balloon it popped. There was no patient injury and the product will be returned for analysis. Multiple attempts were made without success to obtain the device and additional information.